Manufacturer narrative:
The device in question was returned in a condition that made analysis impossible. A sample catheter of the same size was pulled and evaluated. The sample catheter was inserted through a 7 fr braun introducer, inflated to 12 atm, and then deflated and withdrawn back into the introducer with no issues. The problem could not be duplicated. Due to the condition of the sheath that was returned with the catheter, we were unable to measure it to determined whether or not there was a difference between a 7 fr arrowflex (which is what was used in the procedure) introducer and a 7 fr braun introducer.

Event description:
Balloon was dilated to 12 atm in the left pulmonary artery. Balloon was fully deflated and pulled back to be removed through the sheath. Balloon could not be pulled back through sheath. Sheath and balloon catheter had to be removed simultaneously through existing percutaneous right femoral venous access. No harm to patient.